Event description:
The pt reported that he experienced blood glucose values >600 mg/dl. He stated that he corrected the blood glucose elevation via pump insulin delivery. There was no medical intervention.

Manufacturer narrative:
The pt reported that he noticed a crack in the battery compartment several days prior to the hyperglycemic event. He stated that he continued to wear the pump and experienced high blood glucose levels after the pump lost power during the night. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.